Event description:
A patient reported experiencing inaccurate erratic results with a induo meter. The patient's blood glucose results were 568, 441, 165, 336, 141 mg/dl. Tests were done within 10 minutes with a difference of 56%. Patient did not experience any adverse events. No further information has been reported.